Manufacturer narrative:
Other: head section assembly.

Event description:
It was reported by service report that the head end assembly is stuck. No pt involvement or adverse consequences are reported.